Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The complaint was non-verifiable as the package was opened and the band was disassembled from the tensioner. The pin that attaches the band to the locking mechanism is also missing, which would allow the plate to slide off of the band. The product was visually evaluated and found to be in great overall condition and appears unused. The x-plate assembly (74-2623) and only one box plate assembly (74-2622) were both still attached to tensioner assembly (74-1198). The band detached from the locking mechanism on the other tensioner assembly due to the band pin coming out of its slot. The band pin and box plate are both missing and therefore are unable to be evaluated. There is some anodize removed from the slot indicating the pin was inserted during assembly. Because the pin is press fit into the slot, the slot dimensions are not indicative of its state before assembly and the diameter cannot be measured to the print. The most likely cause of the complaint cannot be determined as the pin was not returned for evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, unique identifier (UDI) #, device availability, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer.

Manufacturer narrative:
Report source foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon opening the package during surgery it was identified one of the bands did not have a box plate. A second package was opened and used, there was no delay. No adverse events have been reported as a result of the malfunction.